Event description:
It was reported that during a revision procedure when opening the pocket, the right atrial (ra) lead was damaged. Therefore, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.